Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was 424 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer believes that insulin was leaking from the reservoir on to the device. The customer also stated there were keypad issues and failed battery tests with the device. The customer did not mention any form of treatment for their blood glucose levels. The call was dropped and no further actions were taken. The customer did not return the product back for analysis.